Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked. The contact did not know the cause of the damage. The contact declined to provide the customer's blood glucose (bg) level. There was no reported impact to the customer's bg level. Reportedly, the customer reverted to manual injections for insulin therapy.